Manufacturer narrative:
An event regarding disassociation involving an unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that patient's left hip was revised due to a loose liner. Rep was not made aware of any patient complaints prior to revision. Update 17/aug/2018: rep reported that surgeon did not give a clear reason as to why the shell was revised, but confirmed there were no allegations against the shell.